Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high-flow insufflation unit exhibited no flow. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to expired life expectancy of cr board, the supply pressure sensor does not work properly. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to the expired life expectancy of the printed circuit board, the supply pressure sensor does not work properly. The most probable cause was traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.